Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s evaluation in the emergency room for hypertension. The etiology of the hypertension is unknown; therefore, causality cannot be firmly established. However, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Hypertension is very common and often inadequately controlled in esrd patients receiving rrt with hemodialysis or pd therapy. Based on the totality of the information available, the liberty select cycler can be disassociated from the event, as there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) liberty cycler patient contacted fresenius technical support to report that his blood pressure was reading high. The fresenius technical support representative advised the patient to contact their nurse or go to the nearest hospital. Upon follow up, the patient contact stated that the patient did not have any issues with high blood pressure and stated the patient was able to the complete treatment on the cycler on the night of the reported event. Patient contact confirmed the patient has been able to resume use of the cycler with no further issues and there were no adverse events reported and no medical intervention. The patient contact refused to provide any additional details during the call. Further follow up with the pdrn stated the patient started treatment on the evening of (B)(6) 2019 and complained of high blood pressure readings. The patient discontinued treatment, called the on-call nurse and was advised to and went to the emergency room for evaluation. The patient was not admitted to the hospital and it was unknown if any medical intervention was needed. The patient returned home and was able to continue peritoneal dialysis therapy during last night's treatment. The patient did not have any pre-existing issues with hypertension.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.